Event description:
According to the reporter, during the procedure when inserting a clip applier through the port, the seal became torn. After the seal was torn, there was a loss of pneumo. No patient injury noted.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned products noted: the circular seals were cut. Only one obturator was received and appeared intact. The cannulas, envelope seals and trocars appeared to be intact. Pmv performed functional testing; the devices passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seals may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the videolaparoscopy appendectomy procedure when inserting a clip applier through the port, the seal became torn. After the seal was torn, there was a loss of pneumo. No patient injury noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received during the videolaparoscopy appendectomy procedure when inserting a clip applier through the port, the seal became torn.